Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qhmcdr / x905h56, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: no further information available. General issue. The device is in process of shipment. For each lot being reported: how many devices presented the issue of needle breakage? Were there any patient consequences? Events were submitted via 2210968-2021-01567, 2210968-2021-01568.

Event description:
It was reported that the patient underwent an unknown surgery in 2021 and the suture was used. It was reported that the needle broke. No further information is available.